Event description:
Revision surgery - post-op hematoma and later infection, then multiple dislocations. All implants removed; staged revision.

Manufacturer narrative:
On (B)(6) 2010, a sales agent informed (B)(4) of a revision surgery involving the replacement of the entire reverse shoulder prosthesis (rsp). The agent reported" post-op hematoma and later infection, then multiple dislocations. All implants removed; staged revision." There was no info submitted with this complaint about any pt activities, accidents, or medical contradictions that may have contributed to an infection. Dislocation occurred 9.7 yrs after prior surgery. Infection was observed but is not likely the cause for dislocation. The device was returned for investigational review and was examined. No defects that would cause dislocation were observed. Extraction marks exist on the poly insert. Dislocation can be caused by trauma, soft tissue laxity, or excessive physical activity. A review of the device history records (dhrs) for the components involved was completed. The review of the sterilization records shows that the devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration date at the time of the original surgery on (B)(6) 2009. A review of the product complaint history was completed. There were no complaints that identified a product or mfg process defect that resulted in pt infection for any of the part numbers involved in this event. Conclusion: no further action required. There were no findings during this investigation that indicated that the reported devices were the source or had a direct connection with the pt's infection and the root cause for dislocation was not determined with confidence.